Event description:
The customer reported that 614 mls of fluid was removed when only 200 mls were set. The nurse determined this was due to a partially broken pin in the prismasate bag and proceeded to fully break the pin and continued the treatment. The nurse expressed concern because there was no (or maybe only one) alarm alerting them to the issue.